Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. It was stated the steps were taken to resolve the discharge ins was device had been reset. It was noted the discharge ins had been resolved, and patient¿s weight was unknown. No further complication and no symptoms were reported.

Manufacturer narrative:
Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Product ID 37761 lot# (B)(4) implanted: explanted: product type recharger . Analysis of the desktop charger (B)(4) revealed broken connector pins. All analysis codes apply to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) connector pin broke in (B)(6) 2018. The patient said that because of the broken dtc connector pin, the recharger was dead and the patient was not able to charge the ins for over a month. The patient was also unable to connect to the ins using the programmer noting that they had been seeing the poor communication screen. The patient stated that their ins was discharged. The rep reported that the patient's ins was in overdischarge, resulting from the patient's recharger having a broken pin that wouldn't allow the patient to recharge. A replacement dtc was sent to the patient. The rep said that the patient had an appointment on (B)(6) 2018 for a device reset to be performed. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.